Manufacturer narrative:
The reported event of lead noise was confirmed. The distal portion of a partial lead was returned in one piece for analysis. Electrical testing found an open circuit due to a broken right ventricular and ring electrode cables consistent with damages occurring at the time of the procedure. Destructive analysis found two internal insulation abrasion at 11.8cm to 12.5cm from the distal tip, underneath the superior vena caba shock coil, consistent with friction to another device or feature of the heart. One internal abrasion breaching the right ventricular cable lumen and the inner coil lumen with inner insulation and etfe cables coating intact in this region. An internal insulation abrasion breaching the ring electrode cable lumen and inner coil lumen with both etfe cables coating abraded. The inner coil insulation was found intact in this region. The cause of the reported event was isolated to the internal insulation abrasion found underneath the superior vena cava shock coil. No other anomalies were found.

Event description:
It was reported via product receipt that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was explanted and replaced. Patient condition was stable.